Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.5 diopter into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).